Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy, or switch to multiple daily injections (mdi) if the pump battery depletes until the replacement arrives.